Event description:
It was reported that during a rotator cuff procedure (right shoulder) the peek eyelets detached from the device. The surgeon had placed 4 strands of suture and after tapping down the pushlock, he heard a pop. When the device was pulled out, the eyelet had come out (x2). Surgeon used a third one from a different lot, deeper into the bone and completed the case successfully. No further pt info is available from customer. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation but has not yet been received. A follow up report will be submitted upon completion of the investigation.